Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected updated: b4, b5, g4, g7, h2, h3, h6. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device and packaging found material transfer from inner lid stock. Device history record (DHR) was reviewed and no discrepancies were found. The root cause for the reported issue is considered to be a design limitation that is cosmetic in nature. Sterility was not compromised and does not pose any risk to the patient. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee surgery, the implant packaging was opened, and there was debris found. The device was not used in the surgery. Attempts have been made and no further information has been provided.